Manufacturer narrative:
The returned driver was examined under magnification. A torsional fracture pattern was identified on the failure surface. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2019-00343: screw.

Event description:
While inserting distal screws into the plate, the driver tip broke off in the head of one of the screws. It could not be removed and was left implanted.